Manufacturer narrative:
H2: additional information on: h6 (health effect - impact code). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the fractured anchor next to the shaft of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that a certification of compliance or evidence of conformance to material and processing specifications must be provided. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a patellar lca, the twinfix cable was rotating in false and therefore the anchor was not progressing. The anchor and anchor's cable were removed using a gouge. It is unknown how the procedure was completed. There was no surgical delay and no further complications were reported.